Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315, incompatible scope error. The issue was found during preparation for use for a diagnostic enterscope procedure. There was a 5 minute delay with the patient under anesthesia, waiting for a similar device. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the venting valve was leaking, the electrical connector had liquid intrusion, and the plug unit was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, leakage from venting valve and trace of water invasion at the connector (plug unit) were confirmed on the device, electronic parts such as circuit board of the connector may have been corroded/broken. Since error message e315 was not confirmed at repair center, the device may have been electrically unstable by breakage of the device due to water invasion, which led to accidental occurrence of the event. As for leakage from venting valve, it is likely that watertightness of the valve was not secured due to some intense external stress. The instructions for use (IFU) (reprocessing manual) states about caution at the leakage test as the following: "5.4 leakage testing of the endoscope perform the leakage test: caution ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." The user can detect the suggested event by handling the device in accordance with the following IFU: 3.8 "inspection of the endoscopic image" the user can deal with the suggested event by handling the device in accordance with the following IFU: 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.